Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to short v-v intervals and non-sustained episodes of oversensing. The lead was demonstrating unstable and high pacing impedance and was unable to capture. The plan was to deactivate the implantable cardioverter defibrillator (ICD) and apply a lifevest until further arrangements for lead revision can be completed. No patient complications have been reported as a result of this event.